Event description:
The account alleged that the bed exit alarm cannot be set. There are no alleged injuries.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.